Manufacturer narrative:
One iol was returned for evaluation in unknown plastic container. The original packaging was not returned. Particulate, saline dendrites and dried solutions were visible on the optic. Visual inspection found that three pieces of the lens were returned. Both sides haptics are torn off. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition in which it was returned. Based on the information provided, we are unable to determine a root cause. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. It should be noted, however, that the delivery device and viscoelastic used during the original lens implant procedure were not validated for use with this lens.no corrective action is necessary at this time. This report encompasses the investigation for the patient¿s right eye. The investigation activities for the patient¿s left eye will be captured in MDR report 0001313525-2019-00086.

Event description:
Patient experienced z-syndrome/vaulting of the right eye approximately two months post-implant. Upon iol implantation, the iol was free and clear of debris/deposits. The orientation of the iol was 180 degrees. A capsular tension ring was not used. A catalys laser was used during the cataract surgeries for corneal incision, capsulorhexis, and lens fragmentation. Capsulorhexis was 5.2mm and well centered. There were no capsule tears or zonule weakness. There was no difficulty with cortical removal and cortical material was entirely removed. The anterior and posterior chambers were polished. The delivery device used was of a different manufacturer. The procedure was not complicated in any way. Durezol and ilevro were used post-op. After one week, there was a trace amount of inflammation in the ac. At 1 month, there was no inflammation. A dilated exam was performed at one month, and mild posterior capsule opacification was observed. At 8 weeks, capsular fibrosis/striae was observed. At 8 weeks, asymmetrical vaulting was observed. The patient reported gradual onset of blurry vision. The orientation of the lenses changed and caused a decrease in the patient''s vision. The patient had no other post-operative issues. In the opinion of the implanting surgeon, the most likely cause of the events (ou) include capsular fibrosis and iol malfunction. After iol exchange vision is 20/20.

Manufacturer narrative:
The investigation is underway.

Event description:
A patient experienced z syndrome in the right eye, leading to an explant on (B)(6) 2019. The doctor who performed the explant is not the doctor who performed the original procedure. Though requested, no additional information has been received from the implanting doctor or the explanting doctor.